Event description:
Facility reports a pt receiving an infusion of tpn that should have contained 10% dextrose was found to have a serum glucose of 10mg/dl during infusion of the solution. The tpn was stopped. The tpn was sent to the internal blood chemistry laboratory where the solution was found to contain 2.06% of dextrose. The pt received an infusion of 20% dextrose and recovered with no sequelae. The pharmacy reports pt a's twin family member also experienced a mild drop in serum glucose, but did not require medical intervention. The pharmacy stated that tpns were compounded for several pt during the same time period, but the twins were the only ones to experience a drop in serum glucose. Attempts have been made to obtain additional clinical data related to the event from the pharmacy and risk management, however, no additional information has been received.